Event description:
Patient reported that their one touch basic enhanced meter would not power on. Medical affairs specialist called the patient in 12/2003 to obtain more clinical information. Patient stated that their meter had the power issue for about 2 weeks and patient was not able to test the meter. About a week ago patient was feeling lightheaded, nervous, and had blurred vision in the morning. Patient tried testing on their meter, but the meter would not power on. Patient also stated that the night before, patient tried testing on the meter and was not able to test due to power issue. On the day of the event, patient called the emergency services since patient was feeling "bad" and was not able to obtain a reading on their meter. The paramedics came and their meter read 500 mg/dl. Patient did not recall being treated. Patient was rushed to the hospital where their blood glucose had increased to 800 mg/dl. Patient was placed on IV insulin and admitted to the hospital for hyperglyemia. Patient takes insulin at home, but did not recall how much if patient did the night before or that morning. The power issue on the meter was not resolved with troubleshooting. This case is reported as an adverse event because pt suffered a serious injury due to the meter malfunction. The malfunction of the meter may have delayed the patient's treatment.